Event description:
A nurse reported that half way through a cataract and vitrectomy eye surgery it was noted that there was basic salt solution flowing out of the cassette onto the floor. The product was replaced and the procedure was completed without harm or impact to the patient. Additional information is not expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).